Event description:
The customer stated that an intellivue mp20 was not making any sounds during monitoring and that it was not working normally. The customer explained that when leads are off, there is no sound coming from the monitor. Moreover, the customer stated that there is no speaker malfunction message. There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer stated that an intellivue mp20 was not making any sounds during monitoring and that it was not working normally. The customer explained that when leads are off, there is no sound coming from the monitor. Moreover, the customer stated that there is no speaker malfunction message. There was no allegation of an adverse event or any patient or user harm.